Event description:
A report was received that the user found a hole in the glove after a surgical procedure. No patient or user harm reported. Follow up information was requested and received on 17apr2019 which indicated a fragment of the glove was recognized by the surgeon as missing when glove was removed and the missing piece was not located. No patient or user impact reported.